Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a power error alarm and the device got very warm. The customer's blood glucose level was 8.7 mmol/l. No further details were provided.

Manufacturer narrative:
The pump passed the displacement and self tests. No unexpected error or power loss alarms were noted. The pump was returned for power error alarms. The detailed trace analysis did not confirm that the alarm was triggered. The pump was received with a cracked reservoir tube lip, scratches on the case and lcd window.